Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a semi-open sigmoidectomy, the cartridge pan was distorted and the cartridge was disassembled when the doctor forcibly loaded the cartridge into the ntlc75 after a novice nurse was not able to load the cartridge before the 2nd firing. No pieces fell into the patient. When the cartridge was loaded into the device, the firing knob was not the home position but was being moved forward. Another device was used to complete the case. There were no adverse consequences to the patient. The sales rep told the doctor and the nurse that the event had occurred because the cartridge had been loaded forcibly even though the firing knob had not been the home position.

Manufacturer narrative:
(B)(4). Cartridge damaged. Batch # (B)(4) the analysis results found that the ntlc75 device was received in good visual condition and with a pan loaded in the device. The pan belongs to sr75 reload. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the damage to the cartridge occurred, it is possible that the damaged was due to an improper handling of the device, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.